Event description:
During spontaneous call with the patient, spoke with patient who states that her pump is alarming with high pressure. Patient states she tried to prime the cassette and got high pressure alarm. Patient took the cassette off the pump, placed back on and tried again- same alarm message. Patient then tried to place same cassette on back-up pump and got same alarm message. Patient then tried new cassette on same pump and got same alarm message, high pressure. Advised patient that she needs to change her tubing to see if that fixes issue (pt confirmed there were no kinks or blockages in tubing). Patient replaced her tubing and was able to successfully prime the tubing and restart infusion with no issues. Confirmed with patient pump rate was 39ml/24hr. Patient asked if she could save the old cassette and use it after this new cassette she placed on the pump- advised patient she cannot save that cassette and must discard. Numbers and expiration dates were provided. Pt does not have cassette to return. No further info is available. Pt states she completely out of cassettes and tubing now - advised pt she will need to use medication and supplies from her ekit until her next regular premix order is due. Advised pt that she will need to self-mix her cassette for "wednesday's" change. Pt states she is comfortable self mixing and denied support. Rph cancelled pump cadd legacy orders since the issue was with the tubing and not the pumps. Advised pt to call us if she continues to have same issue or other alarm issues with her pumps. No serial numbers were provided to rph. Pt did not miss any doses and did not have any adverse events from the event as mentioned above, no lot. Reported to (B)(6) by pt/caregiver.